Event description:
Philips received a complaint on an xper fc2010 rev d exchange device indicating that blood pressure readings were not accurate; they had to repeat several times to get an accurate reading. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed), and assisted the biomed in identifying the hemodynamic system, and no additional help was needed. Additional information was requested, but no further information was received. The product malfunction was unable to be confirmed because additional information was not received. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.